Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During deployment, two attempts were made straight into the laa, which resulted in a potentially acceptable position and device shape. When the tug test was performed, the device moved proximally and displayed a shoulder on both the mitral and limbic sides. To reduce this mitral shoulder and deploy the closure device deeper, the sheath was torqued counterclockwise to aim the flx ball toward the chicken wing appendage. After two tug test attempts, the device moved proximally. An attempt to deploy the closure device in the posterior lobe was performed. The implanter was able to get as deep in the appendage as possible, and the initial impressions were that the limbic shoulder was much improved, the mitral shoulder was adequate, and the device shape was good. A tug test was performed, and the device finally did not move proximally. During the implantation of the closure device, the device required 3 recaptures and repositioning to successfully arrive at the final position. It was discussed whether or not to aim for the posterior lobe or change device size. Based on the ease of tugging of the 31mm, it was felt a 27mm would not be stable. Also, due to depth limitations of the laa, a 35mm would likely increase the size of the shoulder and would also be unacceptable. The 31mm device opened well distally, and the shape and measurements showed that it was well compressed. Release criteria were met and the closure device was released. It was noted that the closure device embolized into the descending aorta the following day. The device was snared and explanted from the patient two days post index procedure, and the patient was discharged home. No patient complications were noted.